Event description:
Health professional reported left side intracapsular rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog broken device. Red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Health professional reported left side intracapsular rupture discovered during routine exam (palpation). Device has been explanted.

Manufacturer narrative:
Additional information from (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.